Manufacturer narrative:
(B)(4). Model # l55h1e. Additional information was requested and the following was obtained: what type of procedure were the devices used in? It¿s before a surgery, when the nurse is preparing the device. She did not report what the procedure was. How was the procedure completed? She prepared with another tlh30. Did any pieces fall into the patient? No. The problem was detected before a surgery. Will all pieces be returned with the devices? Yes. The analysis results showed that the tlh30 device was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened and the reload was loaded into the device, the reload clicked into place, the device was turned upside down and tapped; the reload did not fall out. No functional test was performed. Although no conclusion could be reach on what caused the reload to eject from the device, it is possible that the package was submitted to higher forces then normal during transportation allowing the cartridge to disengage from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the nurse in the or found that the cartridge was separated from the device the moment she opened the outside of the package. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.